Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. Poor communication was reported on the patient programmer. The patient was also unable to communicate using the recharger. The last time the patient felt stimulation and successfully recharged was in (B)(6) of 2016, three weeks prior to (B)(6) 2016. The patient was to follow-up with a healthcare professional. Poor communication with the recharger was first noticed on (B)(6) 2016. Poor communication with the patient programmer was first noticed on (B)(6) 2016.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.